Manufacturer narrative:
A ge service rep performed an onsite investigation. The display adaptor, image processor and video controller were evaluated and reseated. The voltage on mainframe and power supply was adjusted to optimal operating voltage. The system was tested and found be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.